Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported the product was in its original packaging and the battery holder was distorted. Image provided by customer revealed battery expulsion in the unopened package. No further additional information was available at this time.